Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited incorrect longevity from the check done on (B)(6) 2017. It was noted that there was no premature battery depletion. No intervention was performed. The patient was stable before, during and after the event and will be monitored.

Event description:
New information reported on feb 26th, 2018 states that the device was explanted on (B)(6) 2018. No other information was reported.

Manufacturer narrative:
The reported field event of diagnostic anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.